Event description:
It was reported that during routine follow-up, noise was observed on the right ventricular lead of an asymptomatic patient. The noise had resulted in an inhibition of pacing. Device reprogramming was performed and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.